Event description:
It was reported that a catheter issue occurred. The target lesion was located in the tortuous and calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter could not show the image and was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the tip was stretched. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Impedance testing showed an electrical open at the distal end of the catheter between 0-10cm from the distal housing. Functional inspection on the motor drive unit (mdu) and ilab system was used to perform a functional inspection on the device. The catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the tortuous and calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter could not show the image and was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.